Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a few days after this right ventricular (rv) lead was implanted, pacing was not delivered when it was required. Additionally high pacing thresholds and loss of capture with less than 2 seconds of asystole, were observed. It was found that the lead had dislodged. The patient had a sustainable escape rhythm at 50 beats per minute, until the revision could occur. This rv lead was subsequently removed and replaced. As a result of the lead dislodgement, the patient was hospitalized and had increased follow-up. No additional adverse patient effects were reported.